Event description:
On 06/23/2000, the customer notified baxter of a pt having post transfusion complications, associated with an alleged bacterial contamination. Several attempts have been made by baxter to obtain further info from the customer about this event. As of 07/21/2000, the customer has not provided any add'l info in regards to this event.

Event description:
Add'l info provided by reporter provided that the pt. Had no symptoms exhibited during the platelet transfusion. Immediately following rbc's were transfused and the pt. Exhibited chills, fever to 38 degrees celsius, wheezes, ox sat 76% on 31pm 02, metabolic acidosis, and arrested. The red blood cells were not provided by the reporting facility. No info is available regarding the red blood cells. The platelets, were not cultured. The pt's blood cultured positive for clostridium perfringens, post event. The pt's underlying disease was found on autopsy to be source of the sepsis. There were large necrotic areas with clostridium in the liver.